Event description:
Customer reported meter results of 224 mg/dl, 160 mg/dl, and 87 mg/dl within 10 minutes on the aviva system. Customer also reported 117 mg/dl, 63 mg/dl, and 70 mg/dl within 10 minutes on the aviva system. Customer reported symptoms of hypoglycemia, for which he was able to self treat. No adverse event reported. A request was made for the return of the system, replacement was sent.